Event description:
It was reported that: "iabc balloon was unable to thread on guidewire not crossing metal spring part so it was hard to open". Additional information has been requested from the account reqarding patient condition and will be provided in the follow up report. At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). The serial number of the returned sample is (B)(6). Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with an original packaging box that matches the serial number on the returned sample. The sample was returned in a card-board box and was loosely packed within an original packaging carton. Returned with the sample was the two (2) 0.025in guidewires; no damage or abnormalities were noted. Upon return, the one-way valve was tethered to the short driveline. The bladder was fully unwrapped. A bend to the iab central lumen was noted at approximately 73.2cm from the distal tip. No blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The catheter was likely cleaned prior to return. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The returned 0.025in guidewire was back loaded through the iabc distal tip. The guide-wire could not advance at approximately 72.5cm from the iabc distal tip, which is the location of the previously noted bent central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 9.5cm from the iabc luer, which is the location of the previously noted bent central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "iabc balloon was unable to thread on guidewire" is confirmed. A bend to the central lumen was noted during the visual inspection of the returned iab catheter, and a guidewire could not pass successfully through the iabc central lumen during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bent central lumen. The root cause is undetermined, but a potential cause is customer handling. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that: "iabc balloon was unable to thread on guidewire not crossing metal spring part so it was hard to open". Additional information has been requested from the account regarding patient condition and will be provided in the follow up report. At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "iabc balloon was unable to thread on guidewire" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported that: "iabc balloon was unable to thread on guidewire not crossing metal spring part so it was hard to open." Additional information has been requested from the account reqarding patient condition and will be provided in the follow up report. At the time of this report, the customer has not returned our requests for additional information.